Event description:
It was reported that the dr used a sheath and inserted the iab via the 'n.I.' Site. The insertion was uneventful. Immediately after connecting the iab to the pump, the "cal key defect/call service" alarm occurred. As a result, the iab was exchanged. There were no reported pt complications.